Event description:
It was reported that the patient underwent a knee replacement procedure. Subsequently, the patient required revision surgery for reasons unknown at this time, during which all implants were removed. The patient was reported to be in stable condition following the procedure. No additional information is available at this time.